Event description:
It was reported that customer was hospitalized with dka. Prior to hospitalization, customer was admitted to hospital twice and she was on insulin drip. Unable to complete troubleshooting, explained to caller to call back when she can obtain a reservoir and infusion set.